Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 august 2022: lot 1810214: 44 items manufactured and released on 10-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, 35 items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on 02 august 2022 screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l 25 (k200391) lot 2208670: 314 items manufactured and released on 08-june-2022. Expiration date: 2027-05-23. No anomalies found related to the problem. To date, 70 items of the same lot have been sold without any similar reported event during the period of review.